Event description:
It was reported that the patient underwent a bkp procedure. It was reported that the surgeon inserted the balloon at 120psi. When removing the balloon, it was noted that the balloon was broken. The contrast agent diffused in the vertebral body and was confirmed by fluoroscopy. The patient exhibited slight non-specific allergic symptoms. The surgeon injected 0.5g methylprednisolone and symptoms were relieved. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). Location: hospital. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Visual and optical examination of the ibt balloon identified a radial cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object such as bone splinters, bone cement and/or surgical tools.